Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: two hundred and seventeen (217) cadd extension sets were returned in new condition with their original unopened packaging. Visual inspection showed no discrepancies. Functional testing involved leak testing and showed no leaks or other discrepancies. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.